Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported aspiration failed during the irrigation/aspiration (I/a) portion of a cataract extraction procedure using an I/a tip. Patient information is not available. The case was completed after replacing the I/a tip. There was no patient harm. The tip was checked after the procedure and it was confirmed that the basic aspiration pressure was originally high and it may have been clogged from the beginning.

Manufacturer narrative:
The irrigation / aspiration (I/a tip) was returned for evaluation and was examined. The tip was packaged on october 31, 2019. There were (B)(4) paks associated with this lot. Based on assessment, the product met specifications at the time of release. A visual assessment of the returned sample showed no obvious non-conformities. The directions for use (dfu) was followed for cleaning. When using a syringe to push deionized water through the irrigation/aspiration path, the port was observed ¿open.¿ as such, the customers reported issue could not be replicated nor confirmed. There was no problem found with the sample regarding the reported event. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).